Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump emitted a cs 012 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: a review of the pump¿s alarm history shows consecutive cs012/cs054/cs025 slave communication alarms on (B)(6) 2017. During investigation, the pump ez-prime steps were performed correctly with no cs 012 alarm occurring. The complaint of a cs 012 call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment below the grip pad. The returned battery cap can fit securely to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.